Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, while loading the device onto the wire, the shaft broke into two. The device was never used and the procedure was completed with a new balloon. No patient complications reported and the patient was not harmed.